Event description:
A (B)(6) female pt called in to zoll lifecor customer support to report that her monitor was not powering up properly. She tried both batteries and neither one powered up the system. The pt received a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (monitor won't power up) has been confirmed. Upon eval, the monitor was found to have a defective component on the auxiliary board. One or more of the pads on component j2005 were damaged which shorted out the in-system programmable (isp) line. This caused the monitor to be stuck in isp mode and prevented the system from powering up properly. The root cause for the damaged j2005 component cannot be positively identified. Once the auxiliary board was replaced, the monitor was fully functional. No adverse event resulted from the short circuit on the auxiliary board. The pt received a replacement monitor.